Event description:
It was reported that during a percutaneous coronary intervention, a shaft broke. The 90% stenosed target lesion was located in the severely calcified and severely tortuous 3rd obtuse marginal artery. The 2.25x12mm promus element plus stent delivery system was advanced; however there was difficulty in pushing device. Because of excessive manipulation outside the guide catheter, the catheter broke in half outside the patient. The device was pulled out with the broken half still hanging out of the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) with the stent detached folded in a piece of surgical tape with no original packaging or other devices. The stent wasn't able to be removed from the surgical tape. Visual inspection of the stent through the surgical tape showed that the stent was completely flattened. There was blood in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The hypotube was separated 21.75cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The shaft was separated at the hypotube and midshaft bond 35cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).